Event description:
Additional information received reported that all impedances with the new implant were "ok".

Manufacturer narrative:
Product ID: 3389-28, lot# b0911421k, product type: lead. Product ID: 3389-28, lot# b0 911422k, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that impedance was high on all electrodes except 0 and 8 the day after implant. It was noted that troubleshooting, a revision, and reprogramming were performed. Additional information received reported that the pre-operatively to the troubleshooting and replacement operation all impedances were over 40 ,000 ohms and only the distal contact was ok. It was noted that the implantable neurostimulator (ins) showed blood in the header, air bubbles in the silicon header, and blood between the header and ¿titan¿ case. It was noted that the insertion from the extension was difficult and not smooth. Additional information received reported that the patient was ok and the stimulation was effective.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. There was a foreign material found under the connector module cover and in connector ports. Insulation coating was scratched.